Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
A pt's pump was noted to have malfunctioned, and was therefore explanted. The pump was noted to have had administered baclofen. The pt's outcome, in addition to the concentration and daily dose of the administered baclofen, were not reported. Additional info is being requested from the hcp, and will be provided in a f/u report as it becomes available.